Event description:
Subsequent to cardioversion, the device did not pace for two mins leaving the pt unsupported. The rep successfully performed a f/u on the device when the device started pacing again with impedance, sensing, and threshold values in range. The device remains implanted.